Event description:
The user facility reported the 67-year-old female patient was on impella 5.5 support and during support, the patient had ectopy/runs of ventricular tachycardia (vt). Position was verified and a vasodilator was given to the patient. Additionally, suction alarms occurred during support. Albumin bolus was given and two units of blood products were given to the patient. Furthermore, the patient was heparin-induced thrombotic thrombocytopenia (hitt) positive. The patient was switched from heparin drip to argatroban drip. Support continued.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation of vf/vt/af/at, low pump flow, and thrombocytopenia has been completed. Low pump flow: pump was not returned for investigation. Partial data logs were available only for the first start of case up to 2025-apr-24, but the logs around the time of suction event were not provided. There are a few intermittent suction alarms prior to the reported event. The root cause of the low pump flow issue was most likely patient condition related since giving volume to the patient resolved the suction alarms as stated in the clinical. Thrombocytopenia and vf/vt: the root cause of the thrombocytopenia and vt/vf were not determined due to insufficient clinical details.